Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found a faulty collar wash vacuum valve. Fse replaced the collar wash vacuum valve to resolve "cuvette not dry" error and leaking issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported the "cuvette not dry" error and found leak under cartridge chemistry sample probe on system unicel dxc 600i synchron access clinical chemistry system. The leak was contained to the instrument. The customer was wearing gloves and laboratory coat. There were no injuries or exposure. No erroneous results were generated.